Event description:
The consumer reported that she did a three mile walk on (B)(6) 2017 and thought she pulled a groin as that is where the pain was. The patient kept waiting for the groin pain to go away and it did not. The patient also noticed on (B)(6) 2017 that her stimulator stopped working inside her body and she could increase the amplitude but did not notice any stimulation when she did that. The patient mentioned several occasions when increasing she felt a momentary jolt but that stopped. There were no traumas or falls reported to be related to the issue and no medical tests or electromagnetic exposure. The patient noted she started losing weight and had lost 35lbs and the implant was now a lot closer to the skin where she can see it as it used to be under fat. The device was checked with the programmer and it confirmed she was on program c and had different positions and tried all the positions but didn¿t feel stimulation in any position. Further information received from the manufacturer representative reported that the patient lost stimulation sensation even when turning up to 10.5 and noticed the loss of stimulation after walking a 3k. An impedance check showed 0-7 were greater than 10000 and it was noted that in 2016 she had been told three contacts had impedances. The patient was programmed on the second lead and had adequate coverage. The issue was resolved at the time of the report. The indication for use was failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.